Event description:
Poly wear was found during a revision to address a fracture of the greater trochanter, which caused dislocation. (Right hip).

Manufacturer narrative:
The device associated with this report was not returned. One additional report has been identified against this product/lot combination. The additional report is also for poly wear after more than ten years implanted. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has also determined this product code is now inactive/obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.